Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced pelvic pain in the deep vaginal area, of moderate severity. It was reported that the pain on the right was greater than that on the left and that it was probably related to muscle spasm. She was prescribed neurontin and received trigger point therapy. The event has not yet resolved. The investigator assessed the event as pelvic floor related, definitely related to the procedure, and definitely related to the device. Additional information received on may 19, 2015. The patient's pelvic pain in the deep vaginal area resolved on an unknown date. Additional information received on july 15, 2015. The event of pelvic pain in the deep vaginal area was resolved on (B)(6) 2015.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced pelvic pain in the deep vaginal area, of moderate severity. It was reported that the pain on the right was greater than that on the left and that it was probably related to muscle spasm. She was prescribed neurontin and received trigger point therapy. The event has not yet resolved. The investigator assessed the event as pelvic floor related, definitely related to the procedure, and definitely related to the device.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced pelvic pain in the deep vaginal area, of moderate severity. It was reported that the pain on the right was greater than that on the left and that it was probably related to muscle spasm. She was prescribed neurontin and received trigger point therapy. The event has not yet resolved. The investigator assessed the event as pelvic floor related, definitely related to the procedure, and definitely related to the device. Additional information received on (B)(6) 2015. The patient's pelvic pain in the deep vaginal area resolved on an unknown date.